Event description:
It was reported that the patient presented during clinical follow-up. In clinical, it was noted that implantable cardioverter defibrillator was found in backup mode, causing high voltage to be disabled. Programming changes were completed. The patient was in stable condition.